Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, described as feeling very sleepy and unable to keep eyes open, with an alert prompting ingestion of fruit snacks and apple juice; glucose reportedly remained low and dropped multiple times before rising, and cause was unclear. Symptoms included hypoglycemia with fatigue and somnolence. Outcomes included self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included outreach to obtain additional details from the user. Investigation of this case revealed no device alarms or malfunctions reported by the user at the time of the event, and the cause of hypoglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.